Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell cycle three of four of peritoneal dialysis therapy while the patient was connected. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon conclusion of the investigation, the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received the device for evaluation. Visual inspection was performed with no issues noted. Leak testing, clear passage test, and clamp function test were performed on the device with no issues noted. The device, which was returned with attached bags and frangible, was run on homechoice machine with no issues noted. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.